Event description:
An unknown size micro driver rx coronary stent system was inserted into a patient for the treatment of the left circumflex lesion. The patient had multiple lesion sites. It was reported that the vessel was pre-dilated several times. There were 6 stents implanted in the patient in various lesion sites with various manufacturer's stents. One of the six stents, a driver stent, was implanted in the proximal portion of the left circumflex artery. The physician then attempted to advance the micro driver through the driver stent. When the physician was going to deploy the stent, he noticed that there was no stent on balloon. An angiogram was performed and the stent was noted to be caught on the driver stent. It was reported that the physician attempted to snare the stent to no avail. The physician elected to surgically remove the stent. There was a thoracotomy performed. Medtronic did not receive the device for analysis. No additional clinical sequelae were reported and the patient is fine. Please note that the device (micro driver rx unk/lot number unk) is distributed outside the united states; however, it is similar to the united states distributed product micro driver otw unk.